Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical record received. After review of medical records the patient was revised. However, there is no reason for revision provide aside from systemic allegation of elevated metal ions in the left hip. Doi: (B)(6) 2009; dor: (B)(6) 2011; right hip (1st revision).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. , if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. Pfs alleges metallosis, blood toxicity, walking and standing difficulty, depression, hair loss, memory loss, problems with balance, and discomfort. After review of the medical record, there was no new information pertaining to the right hip revision on (B)(6) 2011.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.